Event description:
Nurse was turning pt in rotating hospital bed, a popping sound was heard, pt coughed and experienced unplanned extubated. Pt was reintubated without problems and new e.t. Tape-ii device was applied. E.t. Tube-ii was reported to have separated at the position where endotracheal tube was attached. No further info was available.

Manufacturer narrative:
Subject item is a disposable endotracheal tube fixation device that was contaminated by pt's bodily fluids and is not available for testing. A device from same lot # was tested. The 11010 e.t. (B) (4). There are no reports of any product failure of the 11010. Based on the available limited information, it would appear that the e.t. Tape-ii device may have been exposed to a force that far exceeded the design. Based upon available information, no corrective action appears to be required at this time.